Event description:
New information noted that programming changes were performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to connect to the merlin monitor. Further information was requested however, was not provided. There were no patient consequences.